Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had improper shutdown. This occurred during an unknown process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of improper shutdown was not reproduced. A review of the event history log (ehl) revealed occurrences of multiple improper shutdown messages. The history log cannot be used to determine how power became disconnected. However if a system error is constant, the device cannot be powered off as intended. And the event had been reported with a non reportable system error code. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.